Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device would not deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker determined the cause of the reported issue to be a disconnected red capacitor wire. The customer received a replacement device and this device was archived by stryker.